Event description:
It was reported that air embolism and st elevation occurred. The opticross 6 hd was flushed prior to use and there was no air anywhere else in the system. After the catheter advanced for intravascular ultrasound (ivus) examination to complete the procedure, the catheter was flushed inside the patient. It was thought that an air bubble within the catheter was sent into the right coronary artery and caused st elevation. The procedure was completed with a new device. The st segment returned to normal without any additional intervention and the patient fully recovered. It was further reported via medwatch 4400150000-2024-8014 that after air entered the patient, temporary st elevation and bradycardia were noted and 100% fio2 was applied.

Manufacturer narrative:
B3 date of event was reported as (B)(6) 2024 and as (B)(6) 2024.

Event description:
It was reported that air embolism and st elevation occurred. The opticross 6 hd was flushed prior to use and there was no air anywhere else in the system. After the catheter advanced for intravascular ultrasound (ivus) examination to complete the procedure, the catheter was flushed inside the patient. It was thought that an air bubble within the catheter was sent into the right coronary artery and caused st elevation. The procedure was completed with a new device. The st segment returned to normal without any additional intervention and the patient fully recovered.